Event description:
Upon device return to the manufacturer, it was determined that the implants had been incorrectly matched (contrary to the surgical technique) at the time of implantation, as the devices involved were a 60mm acetabular cup (colour coded brown) and a 54mm resurfacing femoral head (colour coded green).

Event description:
It was reported that revision surgery was scheduled to be performed due to elevated metal ion levels.

Manufacturer narrative:
(B)(4).